Event description:
Caller states the compact meter produced a result of 236mg/dl with no blood or control solution applied to the test strip. No action taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.